Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer experienced sensor glucose versus blood glucose differences with readings that are not within range. The customer's blood glucose reading was 195 mg/dl while the sensor glucose reading was 40 mg/dl. The customer was advised that sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer will be sent replacement sensors.